Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the brush tip broke off in the channel and the fragment was retained in the device during reprocessing involving an olympus cysto-nephro videoscope. There was no patient involvement.